Manufacturer narrative:
Model number / catalog number: 72404155, serial number null batch / lot number: (B)(4), model / catalog description: reservoir 65 ml pc/iz.

Event description:
It was reported that the patient experienced cycling issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. During the procedure fluid loss was noted, however the source was not identified. The patient did not experience any known complications.